Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 21 years since the subject device was manufactured. Based on the investigation results, although we could not specify the cause since the actual device was not sent to manufacture business center, we presume that the event caused by stress of repeated use, external factors, or handling. The root cause could not be determined. We have confirmed that the inspection method for this event is described in the laryngeal fiberscope lf-tp/dp/gp instruction manual "chapter 3 preparation and inspection 3.2 endoscope preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited insertion section flexible tube coating peeled. There were no reports of patient involvement.